Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced high blood glucose. Blood glucose level at the time of event 500 mg/dl. Customer noticed that insulin pump was not on. Customer also stated that when she removed the battery and changed it piece of plastic came off and saw a crack on the battery compartment. Insulin pump was stopped working. The insulin pump will not be returned for analysis.